Manufacturer narrative:
Qn#(B)(4). Lot number was corrected to 489157. The lot number was originally reported as unknown; however, the sample received was from lot # 489157. A device history record (DHR) review was performed on this lot number and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and it was observed that the internal threads of the adaptor were damaged. Based on the investigation performed, the reported complaint was confirmed. The root cause for the issue was found to be the positioning of the thread lead and the softness of the new resin used for the snap adaptor. A CAPA was opened to address this issue.

Event description:
The customer alleges that the adaptor does not fit the flow meter properly.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record review could not be conducted since the lot number (0120) provided on the customer complaint does not belong to (B)(4) facilities; this is an incorrect lot number. Customer complaint cannot be confirmed, based only on the information provided, to perform a correct investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. However regarding other customer complaints from this same issue, a CAPA file #(B)(4) was opened to perform a further investigation into this issue (this CAPA is owned by (B)(4)). According to the CAPA investigation thus far the root cause for the issue was the positioning of the thread lead and the softness of the new resin used for the snap adaptor. If the device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that the adaptor does not fit the flow meter properly.